Manufacturer narrative:
Weight: unk ethnicity: unk race: unk work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to lens rotation not associated to a low vault.this explant resolved the problem, patient is happy in glasses. Will return to contact lenses. In the reporter opinion the cause of this event was the device, reporter stated " icl was well aligned & well vaulted pod #1 significant rotation of around 40 degrees. Normal vault ".